Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer who reported visible smoke coming from I-stat1 analyzer (B)(4) after placing it on the docking station. The customer states the analyzer was dropped, sent to the bio med department where battery was checked and then placed in the docking station I-stat downloader recharger network and it came on. The customer reports he tried to power on the analyzer again and it would not power on. It was placed on the docking station the shut off. Customer reports the next morning he attempted to place the downloader on the docking station and it started to smoke. There was no additional information at the time of this report. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 10/10/2018. Analyzer s/n (B)(4) was returned because it emitted smoke. Failure analysis determined that the cause of the problem was the failure of a 100 f tantalum capacitor (apoc p/n: 013827-01 01) c4 on the main board of the analyzer, between the primary battery and ground. The capacitor had failed such that it created a short circuit between the battery and ground; current flowing through the shorted capacitor caused heat damage, which gave the capacitor a burned appearance.